Event description:
It was reported that the right ventricular (rv) lead had episodes of oversensing when not pacing in the pacer dependent patient. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Eleven non-sustained tachycardia episodes of less than 220 milliseconds v-v cycle are recorded between (B)(4) 2010 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).